Manufacturer narrative:
The referenced ((B)(4)) inner sheath was received attached with the (a20710a) grasping forceps. A visual inspection of the inner sheath found approximately 95% of the grey colored insulation tip was broken and missing. Also, minor dents and scratches were observed along sheath.

Manufacturer narrative:
The inner sheath was not returned to olympus for evaluation. The cause of the reported event could not be conclusively determined. However, the most probable cause of the reported event can be attributed to handling. The instruction manual warns the user in an attempt to reduce the risk of injury, ¿impact, fall, shock, or similar stress can result in damages of the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries of the patient and/or user. Do not use the instrument if damaged.¿ if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly. Additional note: the OEM performed the manufacturing and quality review for the device and affected lot number and revealed no deviations regarding the function and safety of the device. The DHR review revealed no abnormalities/non-conformities for this device.

Event description:
Olympus was informed that multiple pieces broke off the distal tip of the inner sheath and fell into the patient¿s bladder during a cystolitholapaxy procedure. In addition, grasping forceps (a20710a) were used to remove stones from the patient's urethra. The user facility noted some stones were too large to fit through the inner sheath or too small to break up with a laser and upon withdrawal of the stones the grasping forceps broke and were stuck in an open position. The patient¿s urethra bled as a result of withdrawal of the grasping forceps. It is unknown how the bleeding was controlled. The procedure was stopped after the device fragments were retrieved from the patient. The device fragments were retrieved using flexible forceps. There was no serious patient injury reported. 1 of 2 devices.